Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021 date, a 19mm trifecta valve was implanted. On (B)(6) 2025, the patient presented with shortness of breath. Echo imaging was performed and revealed severe aortic regurgitation. The trifecta was explanted and a tear was observed along the stent between the left and right coronary cusps. A 19mm non-abbott was implanted to resolve the event. The patient has since recovered.

Event description:
It was reported that on (B)(6) 2021 date, a 19mm trifecta valve was implanted. On (B)(6) 2025, the patient presented with shortness of breath. Echo imaging was performed and revealed severe aortic regurgitation. The trifecta was explanted and a tear was observed along the stent between the left and right coronary cusps. A 19mm non-abbott was implanted to resolve the event. The patient has since recovered.

Manufacturer narrative:
Explant due to torn cusp, aortic valve regurgitation, and shortness of breath was reported. The device was returned to abbott for investigation. The investigation found tear in all three cusps. Fibrous thickening was observed in cusp 1 and 3. The inflow surface has fibrous pannus ingrowth limited to the sewing cuff. The sewing cuff was disrupted in processing and the metallic ring is distorted. Microscopic examination revealed denatured appearance to the collagen at the tear site for cusp 1 and 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. Based on the available information, the cause of the reported aortic valve regurgitation appears to be a cascading effect of the leaflet tear. However, the cause of the leaflet tear could not be conclusively determined; however, the degenerative changes noted to the tissue at the cusps could have contributed to the leaflet tear. The cause of the pannus formation could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the device was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.